Event description:
One patient with discrepant creatinine results. Initial result gave 3.7 mg/dl. Same sample repeated twice in 2008, giving 1.0 mg/dl each time. A new sample from the same patient was also tested on the same day, and gave result of 1.0 mg/dl. Initial result reported. No adverse events reported in association with the incorrect results. The field service representative was unable to determine the cause for the discrepancy. Performance tests were performed.